Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d9, h4. Corrected: g1. H3, h6: the product was returned to depuy synthes for evaluation. Visual inspection of the returned device observed corrosion over the connection joints. Breakage from the weld of the pin was also noted. Additionally, the left ratcheted arm was not returned. Breakage condition of the device was consistent with a component failure that was caused by exposure to unintended forces. Properly handling and attention to the approved use of the device diminishes the risk of failure. Nevertheless, the cause for missing component can not be established. Potential cause for the detected corrosion can be traced to maintenance, refer to the device/country specific IFU for information related to cleaning, sterilization, reprocessing instructions, and inspection procedures. A functional test was performed with the available bar returned on this complaint and the locking mechanisms was able to lock properly. Furthermore, a slight force was noted on the joint from the arms, most likely due to corrosion and breakage of the pin, however, due to inaccessibility of the inner components, the complete potential cause remains not established. In conclusion, with the damage identified an issue with proper functionality during usage can be confirmed. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the vertebr-body retainer would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: part number: 03.820.111. Lot number: t978683. Manufacturing site: tuttlingen. Release to warehouse date: 18-jul-2012. A review of the device history records was performed for the finished device lot number, and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the vertebral body retainers are not staying locked in place.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.